Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter/wife contacted lfs on (B) (6) 2010 alleging inaccurate high readings on her husband's one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the reporter on (B) (6) 2010 and obtained the following information: the patient tested his blood glucose on the morning of (B) (6) 2010 at 5:30am. He obtained the following readings on his ultra 2 meter: 288 mg/dl, 252 mg/dl and 302 mg/dl. He did not exhibit any symptoms due to the elevated reading. He felt that the readings were allegedly high, so he tested on his other meter (ultra mini) and obtained a 203 mg/dl and a 192 mg/dl. All the readings were taken less than 15 minutes from one another. Due to the allegedly high readings, he took a total of 30 units of novolog insulin based on his ultra 2 meter. He then ate his usual breakfast. He went to dialysis and while waiting in the waiting room around 11:30am, the patient passed out. He was then treated with glucose tablets by the hcp and immediately regained consciousness. The patient was then tested on the physician's meter and obtained an 81 mg/dl. The patient was not treated with anything else and his diabetes regimen was not changed. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. A normal reading for the patient is below 180 mg/dl. The patient tests at least 4x a day. The meter was replaced. The complaint is being reported since the pt alleged that he took insulin based on the allegedly high readings on the ultra 2 meter and later passed out.